Event description:
It was reported the on-off button does not work. There was no pt contact when the repair needs were found. The issue was found during cleaning and sterilization. The devices were being inspected after cleaning.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.